Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. The customer troubleshot with technical support and was advised to replace the flow sensor. A gas delivery system (gds) assembly was returned for analysis; it was determined a defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the airflow was out of range. No patient involvement.